Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on radius side assessed as surgical damage additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.